Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the noisy image could not be determined, however, the issue was likely the result image sensor unit damage (disconnection, etc.) Or a printed circuit board component failure, due to use stress, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of noise, sandstorm in image was not confirmed, unable to be duplicated however, inspection found the adhesive on a-rubber (adhesive connection) has chip . The video connector case has a crack and scratch. Peeled label connector was observed. Furthermore, inspection found a scratch on device light guide connector, light guide cover glass, grip, up/down plate, right/left plate, control unit, switch 1, a-rubber (insertion section), video connector. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative (distributor) reported noise , sandstorm in image . The issue found during a therapeutic unspecified procedure. The device was replaced . There was an approximately five (5) minutes delay due to the replacement of the alleged subject device, however, according to the report, a specific delay in the procedure was not provided. The intended procedure was completed using a similar device, the same set of equipment with no harm or impact to the patient as the result of the event. The device was being used with otv-s300 (video system center) when the event occurred. A pre inspection check , according to the report was performed on the subject device prior to use. No harm was reported. No patient harm, no user injury reported .